Manufacturer narrative:
The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Visual inspection confirmed that the coil was returned contained within a microcatheter. The delivery wire was removed from the microcatheter without difficulty. The main coil remained within the microcatheter. The main coil was removed by advancing a patency mandrel into the lumen of the microcatheter. Analysis of the returned device revealed that the delivery wire was kinked, likely to handling as this was not initially reported. The main coil was found to be broken/ fractured from the delivery wire. The reported coil prematurely detachment was confirmed to be a main coil broken/fractured. Information available indicated that the selected coil did not fit the vessel lesion site and repositioning of the coil was performed several times. It is probable that these factors contributed to the reported issue and confirmed damage to the main coil limiting its performance during the clinical procedure. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that the subject coil was attempted to be placed in a bronchial artery but it did not fit the vessel size. The coil was retracted back into the microcatheter but it detached prematurely inside the shaft during withdrawal. The coil was removed from the patient along with the microcatheter. There were no reported clinical consequences to the patient.

Event description:
It was reported that the subject coil was attempted to be placed in a bronchial artery but it did not fit the vessel size. The coil was retracted back into the microcatheter but it detached prematurely inside the shaft during withdrawal. The coil was removed from the patient along with the microcatheter. There were no reported clinical consequences to the patient.